Event description:
It was reported via repair work order that the unit had intermittent zoom due to malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.